Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was returned damaged with a broken input disk. As a result, the instrument could not be tested for intuitive motion. Additional findings not reported by the site were also identified. The monopolar curved scissors instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input shaft #6. The instrument was found to have corrosion on one or more clamping pulleys in the backend.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument had involuntary movements, not controlled by the surgeon. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.